Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection, the guidewire was advanced through a flushed demonstration microcatheter and slight friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, flush was given inside the microcatheter when the guidewire was inserted, there was no resistance when removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, and the introducer was used when inserting the guidewire. During analysis, the guidewire was noted to be kinked/bent, the ptfe coating was noted to be peeling , and slight friction was noted when the guidewire was advanced through a flushed demonstration microcatheter due to the damage on the device. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed guidewire difficult to advance as well as the as analyzed guidewire ptfe coating peeling and guidewire kinked/bent as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the subject guidewire ptfe (polytetrafluoroethylene)coating was peeling. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.